Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A nurse complained that for an unspecified number of patients the results from a coaguchek xs meter serial number (B)(4) are not comparing to an unknown laboratory method. The date of the event is only an approximation as the customer did not provide a specific date. The customer stated that they would obtain meter results of 1.5 inr while the laboratory results would be approximately 3 inr. Specific results have been requested but have not been provided. There are no allegations of any adverse events. The customer's meter and test strips have been requested for return. Relevant retention test strips (lot 304972) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.